Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 5 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a pump exchange due to an ongoing chronic infection. It was noted that the inflow and outflow cannulas remained and only the pump was replaced. It was reported that (B)(6) was found at the driveline site in (B)(6) 2014. Over time, the patient underwent multiple driveline debridement procedures, received IV antibiotics, and a wound vac was placed at the site. Additionally, the driveline was relocated in an attempt to help with the infection. At the time of the pump exchange, cultures were positive for (B)(6). No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not returned. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.